Manufacturer narrative:
A representative from the user facility advised they do not believe the device caused or contributed to the patient's skin breakdown. No malfunction was alleged.

Event description:
It was reported that a patient had experienced a breakdown of the skin of the heel. No further information regarding the condition of the patient was reported.